Event description:
The hcp reported that the pt was in the emergency room after experiencing seizures. The pt had a pump refill on 03/2005 with an increased in the dose. The pt was to be monitored closely. A follow-up report will be sent when additional information is available.